Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial product condition/visual examination: on february 4, 2016, it was reported that the device was not feeding the graft through properly. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 3:1 ratio cutter, serial number (B)(4), for evaluation. Initial qa inspection of the skin graft mesher on (B)(6) 2016 revealed that the comb was deformed. There was wear to the roller gear, side plate ears and shoulder bolts. There was also minor galling to the roller extension and nicks to the cutter blades. The ratchet does not ratchet easily. The test mesh was not performed due to the damaged comb. Functional tests: repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the roller, bushings, side plates, damaged comb, ratchet, gear and hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per repair instructions. Post repair analysis of the skin graft mesher revealed that the ratchet head and cam shaft mounting head displayed galling. The side plates displayed corrosion at the internal mounting points. The 3:1 ratio cutter was acceptable while the 1.5:1 ratio cutter was unacceptable. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the device was not feeding the graft through properly. The reported issue occurred during surgery and a patient was involved in the event. It was reported that there was patient harm/injury and an impact/damage to the graft harvest in the event, wherein the original graft harvest was not able to used and a new unplanned graft harvest was required. It was confirmed that the surgery was complete with a delay of 10 minutes (while the patient was under anesthesia). No alternate device was used and no medical intervention/additional surgical procedure was required in the event.

Manufacturer narrative:
The reported event ¿that the device was not feeding the graft through properly¿ was confirmed since there was apparent damage to the comb which would cause the graft to not mesh properly. The root cause of the reported event could not be specifically determined, but is most likely related to an issue with the user technique when inserting and removing the cutters for the skin graft mesher which resulted in damaging the comb. The unit was also most likely out of calibration since it has not been returned for service since november of 2011. The instructions for use state that ¿the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. Note: if damage or wear is noted that may compromise the function of the instrument, do not use. Refer to return authorization and replacement information section.¿ as noted by the service technician, skin graft mesher, serial number (B)(4), repair of the skin graft mesher was performed by zimmer biomet surgical on feb 12, 2016 which included replacement of the roller, bushings, side plates, damaged comb, ratchet, gear and hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per repair instructions. Post repair analysis of the skin graft mesher revealed that the ratchet head and cam shaft mounting head displayed galling. The side plates displayed corrosion at the internal mounting points. The 3:1 ratio cutter was acceptable while the 1.5:1 ratio cutter was unacceptable. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. Recommended actions: no recommended actions at this time.